Event description:
Star total ankle replacement components were removed.

Manufacturer narrative:
Additional removed components: star total ankle replacement, sliding core mobile bearing, model #: 400-140, lot #: 1037003, expiration date: 05/01/2017, date of implantation: (B)(6) 2013, date of explantation:(B)(6) 2014, device manufacture date: 05/2012. Star total ankle replacement: talar component, model #: 400-255, lot #: 100603/5337, expiration date: 02/01/2018, date of implantation: (B)(6) 2013, date of explantation: (B)(6) 2014, device manufacture date: 02/2013. There were no deviations reported in the DHR for part no. 400-140, lot no. 1037003, or part no. 400-264, lot 100305/0164; the DHR for part no. 400-255, lot no. 100603/5337 notes that 3 out of 40 pieces were discarded. All released parts were within specification. Company report form states patient appeared to have a medial malleolus impingement. Visual examination shows markings consistent with this condition. Visual examination further confirms unusual markings on all three components that suggests a 3rd body material had come in contact with the components.